Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, " clinical and functional comparison of dynamic hip screws and intramedullary nails for treating femur metastases in older individuals" written by hua gao, xiadong bai, wentao chen, yadong li, liang zhao, changgui liu, zhenyu liu, and baojun wang published by chinese journal of cancer research accepted by publisher may 24, 2020 was reviewed. The article's purpose was to compare outcomes of dynamic hip screws (dhs) and intramedullary nailing (imn) in the treatment of extra-capsular metastatic carcinoma of the proximal femur. It is noted that both groups of each procedure utilized depuy bone cement for bone augmentation (lesions were scraped and filled with bone cement). This complaint captures the adverse events possibly related to the bone cement. Results were no significant differences between the two groups regarding survivorship but less complications were noted in the dhs group. Figure 2 provides radiographic image of (B)(6) year old female with bone metastasis of lung cancer, imn, intramedullary nailing. No adverse event described in caption. Figure 3 provides radiographic image of 62 year old male with bone metastasis of clear cell carcinoma of kidney, dhs, dynamic hip screws. No adverse event described in caption. Figure 4 provides radiographic image of 64 year old male with bone metastasis of liver cancer and one breakage of an interlocking nail occurred 3 months after operation, imn, intramedullary nailing. Depuy product: polymethyl methacrylic bone cement (platform not specified). Adverse events: deep vein thrombosis (no further information regarding treatment). Pulmonary infection (no further information regarding treatment).